Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was adjusted back to the original location. The patient was doing well postoperatively. The lead remains implanted.